Event description:
A physician reported that a male pt experienced a fungal ulcer while using renu with moistureloc multi-purpose solution. The pt did not recall when the last time his lenses were replaced prior to symptom onset. The pt was initially seen by another practitioner in 2006 who prescried zymar. The pt was then referred in 2006 and began voriconazole and natamycin treatment. An isolate of the fungal ulcer was negative. The culture of the pt's contact lenses and case were positive for fusarium. The bottle of solution was negative (no growth).the pt was subsequently prescribed voriconazole drops and natamycin. Outcome included mild central scar.